Event description:
During a sigmoid resection procedure, the suture broke upon slight manipulation. The surgeon manually placed the purstring suture without pt injury.

Manufacturer narrative:
The product was not returned to the MFR for evaluation.